Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for device check on (B)(6) 2015, the pulse generator exhibited noise, the patient stated the device was "picking up some interference." The physician would be monitoring the patient via merlin.net. No intervention would be done at this time.